Event description:
Dealer stated that the sieve beds on an irc5po2v concentrator are defective.per independent repair center statement, the unit was alarming or displaying a red light.. The key failure was the sieve beds are defective. Additional malfunctions were: on/off switch, no alarm; tie wrap, installation issue; hose clamp, installation issue.